Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported, he was not receiving effective stimulation. The patient stated, his stimulation felt very weak and was mostly on the left side, nothing on the right side. The patient also stated, he had stopped charging his ipg a few months ago but does not recall the last time he did actually charge it. The patient could not communicate with his ipg using either his programmer or charger. Follow-up information identified the patient had been in an accident, suffered a seizure and lost his memory. Additional follow-up information identified the patient received a new low energy charger. The patient stated he would like to have his scs system explanted, thus, he has not tried the new charger.